Event description:
Right renal artery arteriogram, angiplasty and stenting. 2004: history: previously had nonfunctioning left kidney removed and now has worsening renal function. Approx one month ago, an attempt at angioplasty and stenting of the right renal artery was made from the common femoral approach and this was not successful. Pt returns for an attempt at angioplasty from the brachial artery approach. Two months later: sterile technique, access was obtained into the mid left brachial artery and the guidewire and catheter were manipulated into the aortic arch and then, subsequently down the descending thoracic aorta to the level of the renal arteries. A guiding catheter was advanced down to the thoracoabdominal junction. Working through this catheter with a series of catheters and wires, user was able to selectively catheterize the ostium of the right renal artery confirming a severe stenosis. It was fairly easy to position the guidewire at this artery, however, 4 fr. Catheters would not pass. A terumo h1 catheter was advanced into the ostium just far enough to allow placement of a .014bmw guidwire. A 3mm maverick balloon was advanced over this wire and across the stenosis. The ostium was dilated several times following which it was fairly easy to re-cross the lesion with the terumo h1 catheter. A rosen exchange wire was placed and a paramount 5mm x 15mm stent was positioned over the guidewire and placed across the ostium. In an attempt at further positioning the stent further into the renal artery, the stent dislodged posteriorly on the balloon. The balloon was removed leaving the leading edge of stent engaged in the renal ostium. It was possible to manipulate the terumo h1 caheter through the lumen of the stent and out into the main renal artery. The bmw wire was again advanced and, using the 3mm maverick balloon, user was able to "capture" the stent and remove it from the renal ostium. The balloon catheter with stent was advanced down the aorta and iliac arteries into the left femoral artery where the stent was deployed and then dilated to 5mm. Follow-up angiogram shows that the stent is in the superficial femoral artery proximally and after dilating the 5mm is stable in position and not flow limiting. Attention was redirected to the right renal artery. This is again crossed using the terumo h1 catheter and a rosen exchange wire was positioned, this time into a lower pole renal artery. A genesis 4mm x 15mm balloon mounted stent was obtained and this time it was possible to position the stent across the narrowed segment and position it so that the trailing edge is just within the aortic lumen. The stent was deployed in this position and then, subsequently dilated first to 5mm and then 6mm to provide a satisfactory appearance of the stented segment following deployment. Impression: 1. Severe ostial stenosis of the right main artery was dilated and stented as described. 2. An initial stent became dislodged from the balloon catheter and had to be captured and deployed in a peripheral artery as described. No other complications were encountered.